Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.49ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The pump history was downloaded at the service center. A review of the history indicates on (B)(6) 2012 at 0317, the pump was programmed for continuous + bolus delivery in ml, with a 10ml/hr rate, a 6ml bolus dose, a 60 minute bolus lockout, a 10ml 1hr limit, and a 104ml container size. At 0319 a 4.68ml priming volume is indicated. At 0329, the delivery was started. Between 0437 and 0512 the 1hr limit was reached 6 times. At 0532, they keypad was unlocked, the 1hr limit was reached, the delivery stopped, and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. The pump was returned to the biomedical department from (B)(6), with an unsigned note that stated, "not delivering accurately." No specific patient information, pump programming, or event details were provided. There were no reported adverse patient effects and no reported delay of therapy critical while in clinical use. No medical interventions were reported. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.